Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-31. H.6. Investigation summary: bd received 63 samples from the customer for investigation. 20 samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA) 260774.

Event description:
It was reported the bd vacutainer® sodium fluoride edta (fe) blood collection tubes experienced underfill or low draw of a tube with blood after use. This event occurred 20 times. The following information was provided by the initial reporter: the customer stated ¿tubes didn't draw enough volume of blood under filling."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sodium fluoride edta (fe) blood collection tubes experienced underfill or low draw of a tube with blood after use. This event occurred 20 times. The following information was provided by the initial reporter: the customer stated ¿tubes didn't draw enough volume of blood (under filling."